Manufacturer narrative:
It was reported that the patient expired on (B)(6) 2015 due to cause of death of acute decompensated heart failure. The issue was stated to be related to a pump thrombus. It was further stated that the equipment remained with the patient. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
** Other device involved in this event: pump/(B)(4); cat#: 1103; exp. Date :03/31/2016; mfg. Date: 03/31/2014; (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was transferred to hospital on (B)(6) 2015, where he later expired. No additional information available.

Manufacturer narrative:
Hvad pumps (B)(4) were not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Review of log files could not be performed since log files covering the event date were not available for analysis. Of note, additional information received indicated that the cause of death was acute decompensated heart failure. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.